Event description:
It was reported that the arctic sun device was not sensing the temperature correctly. Per review of wo on 26nov2024, device was used on patient. No patient identifiers available, no patient impact reported. Per follow up information received via task on 26dec2024, device sent to onsite by replacing the temperature sensor.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter facility name is structure. Xestion integ. By boat from valdeorras ourense, verin and. Correction: b, d. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed temperature in cable. The device was evaluated upon receipt. The device does not display the correct patient temperature. Alarm 15 (unable to obtain a stable patient temperature) seen in event log. Temperature cable produces intermittent errors. Replaced temperature in cable. The temperature cable was checked for proper measurement with the usb patient simulators and passed all tests. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the serial number is unknown. The complete initial reporter facility name is structure. Xestion integ. By boat from valdeorras ourense, verin and. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not sensing the temperature correctly. Per review of wo on 26nov2024, device was used on patient. No patient identifiers available, no patient impact reported. Per follow up information received via task on 26dec2024, device sent to onsite by replacing the temperature sensor.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter facility name is structure. Xestion integ. By boat from valdeorras ourense, verin. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not sensing the temperature correctly. Per review of wo on 26nov2024, device was used on patient. No patient identifiers available, no patient impact reported.